Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No adverse events reported. Patient status is stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the balloon was unable to be inflated with the syringe.